Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 500-550 mg/dl. Tandem technical support (cts) performed a pump system check and determined that customer was using off-label insulin. Cts educated the customer on insulin labeling. A manual insulin injection was administered to address bg level. Customer declined further troubleshooting.